Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 with high blood glucose. The blood glucose at the time of the hospitalization was 500 mg/dl and current blood glucose was 57 mg/dl. Customer reported the following symptoms related to their high blood glucose was vomiting. Customer treated high blood glucose with the insulin pump and injection. Significant events leading to hospitalization was set cannula was kinked. Customer was wearing the pump at time of hospitalization. The blood glucose at time of incident was 79 mg/dl and current blood glucose was 57 mg/dl. Customer treated low blood glucose with food. Patient has been experiencing low blood glucose for earlier today and pump was suspended. Blood glucose was 40 mg/dl and treated with juice. The customer also received low battery alarm low battery troubleshooting. Customer was hospitalized and battery did not last more than 1 week. The current blood glucose was 57 mg/dl and sensor glucose was 91 mg/dl. Current blood glucose was 73 mg/dl and sensor glucose was 93 mg/dl. Customer just inserted her sensor and blood glucose was 79 mg/dl and sensor glucose was 91 mg/dl. Customer advised to call back for further assistance. The device will not be returned for analysis.